Event description:
It was reported the patient¿s lead had twice ¿moved three contacts deeper in the brain after fixation by the neurosurgeon.¿ it was further reported that ¿after the second time, the lead was broken.¿ the event was noted to have occurred during the implant procedure. The patient¿s lead was replaced as a result of the event. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the lead found the insulation was cut and breached with suspected tool marks 7.9 cm from the distal end. The outer insulation was also found to be pinched 8.4 cm from the distal end. The conductor coils were crushed 7.9 cm and 8.4 cm from the distal end.

Event description:
It was additionally reported that the doctor works without anchors.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported the ¿lead was fixed with a special knot technique¿ when it moved, prior to replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.